Manufacturer narrative:
Visual inspection of the actual sample the distal end had been fractured magnifying inspection of the distal end of actual sample: niti-core wire was missing approximately 6mm; the platinum coil had been elongated and fractured; since it was elongated and fractured, the length of missing was unknown; the stainless steel coil had been displaced. Electron microscopic inspection of the fractured section of niti-core wire of the actual sample fracture surface: dimple patterns (hole-shaped patterns); fractured section: tapering, and diagonal fracture surface. Confirmation of the dimensions of actual sample: the thickness of niti-core wire in the vicinity of fractured section on the niti-core wire: it was same as the current product. No anomaly was found. The outer diameter of stainless steel coil section (normal section): it met the factory's specification. No anomaly was found. Based on our past knowledge, we have been aware that the guidewire was fractured when the following force was applied. We have also been aware that there was regularity in the shape of fractured section of the wire depending on the mechanism leading to the fracture.when pulling force was applied: fracture surface: dimple patterns; fractured section: tapering, and diagonal fracture surface; these statuses were similar to those of the actual sample, when repeated 90° bending force was applied; fracture surface: dimple patterns · fractured section: curve; these statuses were different from those of the actual sample. When pulling force was applied in a looped state; fracture surface: twist; fractured section: curve and tapering; these statuses were different from those of the actual sample. When torque force was applied: fracture surface: twist; fractured section: twist; these statuses were different from those of the actual sample under the conditions of a) - d), when the removal operation was performed, the platinum coil was unraveled and elongated. We have also been aware that when removal force was continuously applied, the platinum coil was fractured. Based on the investigation result, as a possible cause of this complaint, the following mechanism was inferred. The distal end of actual sample was trapped by some factor (presumed to be a stent from reported issue). Excessive pulling force was applied to the actual sample in the state of "1", and the niti core wire inside the platinum coil of actual sample was fractured. The platinum coil was then unraveled and elongated by the removal operation. The removal operation was continued in the state of "2". As a result, the platinum coil was fractured. Ashitaka factory is making efforts to maintain the product quality by performing following work and inspections: after the coil/niti-core wire fixing process, 100% visual inspection is performed to assure that there is no deformation on the coil. After the product assembling process, the outer diameter is measured on 100% basis to assure that there is no anomaly on it. In the manufacturing process, tension test for the distal end of this product is performed on 100% basis to assure that that there is no anomaly in strength. In the shipping inspection, tension strength for the distal end of this product is measured on sampling basis for each lot to assure that that there is no anomaly in strength. IFU states: "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
Occupation: cath lab coordinator the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot number confirmed that there was no anomaly found. A search of the complaint file found no other similar report from other facilities was found. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that there was an incident with a run-through guidewire during a dilation procedure. A piece of the wire got stuck between the stent and the vessel wall, and a piece of the wire remained in the patient.